Event description:
Event description guidant received information that the ventricular lead model 4457 did not pace and did not sense. The impedance was greater than 2500 ohms. The atrial lead model 4480 was x-rayed and found to be broken in two parts. One part remained connected to the device; the other one remained anchored to the atrium. There were no adverse patient effects.

Event description:
Guidant received information that the ventricular lead model 4457 did not pace and did not sense. The impedance was greater than 2500 ohms. The atrial lead model 4480 was x-rayed and found to be broken in two parts. One part remained connected to the device; the other one remained anchored to the atrium. There were no adverse patient effects.

Manufacturer narrative:
The remaining portion of the atrial lead model 4480 has been successfully extracted. The pacemaker and the ventricular lead have been explanted and replaced. The explanted products have been discarded and will not be returned for analysis. The patient is fine. No further information available. This event will be reopened should more information be made available. Lead damage is normally a result of lead on lead contact or lead routing through the body. Subsequently guidant, now boston scientific, received information that the patient filed a legal complaint, due to lead malfunction. No other details provided and no product had been returned.